Manufacturer narrative:
According to the complaint description the pilot balloon was found to have detached from tracheostomy during use. The defect could be verified at the received sample looking like a sharp cut or bite, as no stretch marks could be seen. Tracing of the lot related to the complaint revealed no recurrences of the same issue within the batch; the incoming good inspection and the production data are inconspicuous. All cuffs and cuff systems of the tracoe tracheostomy cannulas undergo a 100% quality inspection during production, with any leaking or nonperforming products being discarded. Therefore, it is confirmed that the product was originally in perfect condition. However, the defect was detected during use. Therefore, it can be assumed that sharp-edged structures or instruments in the area of the filling line near the pilot ballon led unintended to the defect during use. Nevertheless, the cause cannot be conclusively determined but seems outside manufacturer's control.

Event description:
On (B)(6) 2026 pilot balloon detachment on the tracheostomy was reported. Emergency tube change was required.